Event description:
It was reported that a user experienced elevated blood glucose while using the ilet, with a fingerstick reading of 205 mg/dl compared to a concurrent cgm value of 197 mg/dl, after reporting a sensor accuracy issue earlier that morning; no device alerts occurred, and the user had not eaten since the prior evening and had consumed coffee without sugar. Symptoms included no reported clinical symptoms. Outcomes included stabilization of blood glucose to 140 mg/dl following follow-up. Investigation included phone-based troubleshooting and education with monitoring until stabilization. Investigation of this case revealed that the cause of the transient hyperglycemia was unclear, with no device alarms and no corroborated device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.